Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the root cause of the reported event could not be determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
I received a phone call from dr. (B)(6) called telling me that he wanted to remove a acetabular liner and femoral head from a patient who had her primary surgery about 3 weeks ago due to infection.

Event description:
I received a phone call from dr. (B)(6) called telling me that he wanted to remove a acetabular liner and femoral head from a patient who had her primary surgery about 3 weeks ago due to infection.

Manufacturer narrative:
The following other devices were also reported in this report: exeter v40 stem 50mm no 2; cat# 0580-1-502; lot# g5576362. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# miv077. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.